Event description:
It was reported over a merlin.net transmission that the patient's pacemaker could not be interrogated due to entering backup mode due to early battery depletion. The pacemaker was explanted and replaced successfully. The patient was stable.